Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found a hole in the catheter material 4 cm from the tip, with internal wires visible through the hole. There was foreign matter inside the connector and suture attached to the catheter. Due to the condition of the sensor as received, no functional testing was possible on the device. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Icp sensor was implanted to the emergency patient with brain contusion on (B)(6) 2016. After the implantation could confirmed value, but 1 hour later, the surgeon confirmed value on the monitor showed -99 at the CT scan examination. The blood dropped came from inside the sensor and express cable of connect parts. The replacement surgery was performed. Therefore, the problem was solved by replacing the new device and wipe off the blood on the cable. No further information were provided by hospital.